Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the alyte y-mesh graft may include, but are not limited to those typically associated with surgically implantable materials including: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding and defecatory dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, rectum, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of vaginal wall prolapse. Urinary incontinence (stress and urge). (B)(6). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4). The total number of events for product classification code oto is 7. Qty 4- alyte y-mesh graft, sterile qty 3- alyte y-mesh graft, sterile (5-pack).

Event description:
It was reported in the patient's medical records that as a result of having the product implanted, the patient has experienced mesh erosion, organ perforation, infection, chronic pelvic pain, vaginal pain, urinary frequency, urinary urgency, inflammation, mesh extrusion, nerve damage, urinary retention, discomfort, psychological and emotional changes, pneumonia, peritoneal abscess (abscess), foreign body in patient, veiscocutaneous fistula (fistula), adhesions, irritable bowel syndrome, cystocele (prolapse), diverticulitis, dyspareunia, obesity, severe sepsis (sepsis), rectocele, chronic urinary tract infections, atrophic vaginitis (inflammation), urinary incontinence, vaginal vault prolapse, wound healing problems, anxiety disorder, dysthymic disorder (depression), nausea, blood loss, burning (burning sensation), bladder spasm (muscle spasm), bleeding with intercourse, fatigue, unexpected weight change (weight fluctuations), excessive thirst, dysuria, vaginal discharge (discharge), dysphoric mood, yeast vaginitis (fungal infection), bladder stone (calcification), fever, hypertensive, tachycardia, heartburn, chills, malaise, leg swelling (edema), hematuria, left side flank pain, weakness, polydipsia, enterococcus faecalis (bacterial infection), night sweats, paresthesias of the left lateral thigh above knee (neuropathy), scarring, clear cysts (cysts), mild trabeculations, (B)(6), foreign body giant cell reaction, sinusitis, bronchial infection, cramping (cramps), bump on right side of neck, carbuncle, furuncle, vaginal itching (itching), diarrhea, constipation, dyschezia, vaginal bulge, post void dribbling, lower abdominal pain, fibrosis, "pinching" feeling inside bladder, back pain, lightheadedness, hypotensive, elevated white blood count, acute kidney injury, lactic acidosis, leukocytosis, hypocalcemia (electrolyte imbalance), hypokalemia, blood-tinged urine, atelectasis at lung bases, aching, soreness, fatty liver, wound infection (post-operative wound infection), serosanguineous/sanguineous drainage, clots, generalized swelling, anemia, unable to pass flatus, vomiting, bladder distention (distention) and required additional surgical and non-surgical interventions.